Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a patient event the device was unable to acquire a 12 lead ECG. There was no patient harm.